Event description:
The pt was reportedly experiencing intermittencies. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Revision surgery will be scheduled.